Event description:
It was reported that the customer was hospitalized for dka. The family member called and stated that the pump was beeping. It was indicated that the family member was assisted with the two error alarms that had occurred. At that time, the family member will have to contact the md regarding the basal rates since the error alarms had cleared the pump settings. The family member stated that the customer was treated with a manual injection and was currently at the hosp. Troubleshooting was done and the pump tested ok.